Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation abrasion were confirmed. As received, a partial lead was returned in one piece measuring 14.0 cm. Final analysis found an external insulation abrasion at 6.8 ¿ 6.9 cm from the connector pin, breaching the is-1 leg and exposing the ring electrode coil. The cause of the reported events is due to the external insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, multiple non-sustained right ventricular oversensing events were observed on the device. Upon further evaluation of the electrogram strips, it was confirmed that the events were caused by lead noise. The lead was capped and replaced on (B)(6) 2020. The patient was stable post-procedure.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead also exhibited low impedance and insulation anomaly.